Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused loose upper and lower latch switch bracket screws. The loose screws allow the upper and lower latch switches to move in and out from the upper and lower door latches, triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The upper and lower auxiliary assemblies, which contain the loose screws, were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no patient involvement.